Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: photos were received for analysis. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pulmonary wedge surgery, after fired, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. D4: batch # t5f232. H6: component code: mechanical(g04). Investigation summary: upon visual inspection of two photos, the following was observed: the first photo shows a reload from the pan view and with a piece of what appears to be blue plastic right next to it. The reload is fully fired as the sled if fully advanced. The second photo shows the reload from a side view and closed in at the distal end, the last four drivers are up, confirming that the reload is fully fired. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined as if the blue piece of plastic belongs to the reload. The analysis results showed that one ecr45b reload was received. The reload was received fully fired with a small piece of plastic at the distal end broken. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload that occurred, it is possible that the damaged was due to an improper handling of the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.